Event description:
It was reported that during system diagnostics on the patient's generator, high impedance was observed. The device was programmed off as per labeling and the patient was referred for x-rays. There were no reports of trauma that could contribute to the high impedance. The x-ray review revealed a possible lead fracture at the base of the neck in the section of the lead before the bifurcation. The presence of a micro-fracture or lead discontinuity with the portion of the lead behind the generator could not be ruled out. No surgical interventions are known to have been planned to date. No additional relevant information has been received to date.

Event description:
During attempts for product return, it was revealed that the explanted lead was discarded.

Event description:
Clinic notes were received from the visit in which the high impedance was first observed. It was noted that the patient was experiencing small breakthrough seizures that were consistent with the pre-vns seizure rate. The patient could still feel the vns stimulation. However, it was much weaker than usual. It was reported that lead revision surgery had occurred. The lead has not been received by the manufacturer to date.